Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2019, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient fell and then experienced a loss of pain relief. Impedances were checked and found to be within normal limits. Fluoroscopic imaging was also performed, which indicated one lead was at the top of thoracic vertebra t6 and the other at the middle of t7. Baseline images were not available, so a comparison could not be performed to determine a cause. Programming was performed using the lower portion of the leads however, the issue was not resolved. A system explant has been planned and will be replaced with a newer model system. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported that the leads had migrated down after a fall about eight months ago. A revision had been done that moved the leads back into place and replaced the stimulator.